Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a adverse event, as previously reported. B1 updated from "adverse event" to "adverse event and product problem".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
61- intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. For clarification, the instrument was found to have a broken main tube at the distal end. A partial piece of the broken main tube, approximately 0.24" x 0.10" was returned. Material was still missing that was unaccounted for. Missing material, approximately 0.18" x 0.10", was not returned. The known common cause of this failure is due to mishandling/misuse. Failure analysis found the primary failure of a broken main tube to be related to the customer reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps (fbf) involved with this complaint. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Images submitted by the customer were reviewed by an isi engineering team and revealed that the proximal clevis was broken off the main main-tube, shattering the main-tube at the connection point. Per the isi engineering team, excessive force would be required to achieve this type of failure. The main tube is made of protruded glass fibers (with an epoxy matrix). This material is not considered to be radiopaque and therefore, most likely would not be detected with x-rays. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. An instrument log review showed that the fbf with lot number: n10200309 739 was last used on reported procedure date of (B)(6) 2020 on system sh0516. There were 7 uses remaining for the instrument. Per the logs, a backup fbf was used. A review of the site's system logs for the reported procedure date was conducted, and investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that the fenestrated bipolar forceps broke and fragments fell inside the patient. It is unknown if all the fragments were retrieved. At this time, based on review of images by the isi engineering team, the instrument breakage that resulted in fragments falling into the patient can be attributed to user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) broke at the junction where the metal meets the black plastic part and fragments fell inside the patient. The customer was unable to retrieve the instrument while attempting to use an instrument release key (irk). The instrument was stuck at a 90 degree angle, and was unable to be removed from the trocar. The fragments were retrieved in the same procedure and a backup instrument was used to complete the case. There was no injury to the patient. The customer called back, and was concerned that the surgical team did not retrieve all of the pieces of the instrument out of the patient. Intuitive surgical, inc. (Isi) followed up with reporter and obtained the following information: the issue occurred about midway into the procedure. The reporter is unsure how the instrument broke or what surgical task was being performed before the incident occurred. The instrument and cannula were removed together, and the fragments were removed via laparoscopy during the same surgery. A post-operative abdominal x-ray was done to look for any remaining fragments but there was nothing seen. The instrument was inspected prior to use and there was nothing out of the ordinary seen. The reporter is unsure whether there were any issues with the functionality of the instrument during the procedure. The reporter said that the fbf was removed during the procedure prior to breakage, and the wrist was straightened prior to removal. She is unsure whether there was any resistance upon removal of the instrument through the cannula or whether there was any damage to the cannula after the event occurred. The date of the event was confirmed to be (B)(6) 2020. The name of the procedure was supracervical hysterectomy, sacral colpopexy, cystoscopy, and posterior repair. The patient`s date of birth was (B)(6), weight: (B)(6) kg, gender: female. There was no other relevant investigation done besides an abdominal x-ray, and there were no other relevant patient history/pre-existing medical conditions provided. Isi followed up with the isi clinical territory associate (cta), who spoke to the surgeon, and obtained the following information: the fbf instrument broke when the surgeon was trying to adjust arms 2 and 3. The fbf was installed on arm 2 and there was no contact with tissue. The surgeon was trying to coordinate the instruments in the insufflated abdomen to set himself up for retraction with arm 3. The instrument in arm 2 got stuck on arm 3 and as he brought arm 2 into view, he heard a snap. The surgeon believes there was an off screen collision between his working arm and retracting arm. According to the surgeon, the fbf instrument was periodically seen to not be closing properly during surgery but he continued using the instrument.